Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The device history record showed the device was manufactured in mar2012 and exceeds its expected life of 7 years. The complaint was not confirmed. The root cause to the end user's experience could not be determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2114 mayfield infinity xr2 skull clamp had a ratchet lock that broke. Additional information has been requested.